Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint was 1 year. The expected lifetime of a wheelchair cushion is 2 years. When cushions do not perform as intended within the reasonable lifetime, sunrise medical will review whether there is a malfunction of the device; however, user mishandling may also lead to degradation of the device. Weight capacity of cushion = 300 pounds. End user weight = unknown. Jay x2 owner manual (xt2105, rev o, page 2, section f) states "warning: always avoid exposing your cushion to sharp objects, excessive heat or open flame, and prolonged exposure to environmental conditions like freezing temperatures and/or direct sunlight." Owner manual, page 3, states "caution! Prior to prolonged sitting, any cushion should be tried for a few hours at a time while a clinician inspects your skin to ensure that red pressure spots are not developing. You should regularly check for skin redness. The clinical indicator for tissue breakdown is skin redness. If your skin develops redness, discontinue the use of the cushion immediately and see your doctor or therapist." Owner manual, page 3, also states "checking for bottoming out on the j2 cushion: bottoming out occurs on a j2 cushion when you displace the fluid out from underneath your seat bones, which leaves you sitting on the foam base. It sometimes occurs on very thin individuals, people using recliner wheelchairs, people who slouch when sitting or if using a cushion that is too wide. When bottoming out occurs, increased pressure is loaded onto the ischials and coccyx increasing the risk for skin breakdown. To check for bottoming out, sit on the cushion without the cover for a minimum of two minutes. Transfer up and off the cushion (or have someone help you transfer), trying not to disturb the fluid underneath you. Push down in the depressions on the pad where your ischials (seat bones) and coccyx (tailbone) were. You should have to push through at least 1/2" (1 cm) of fluid before you feel the firm cushion base below. If the cushion is properly positioned and the footrests are properly adjusted, and there is not at least the minimum 1/2" (1 cm) of fluid, the cushion is bottoming out and should not be used. If you are bottoming out, discontinue use of the cushion and see your clinician. Usually bottoming out is easily solved by using fluid supplement pads (part #f119). Call your local authorized supplier to see if this appropriate for you." In addition, sunrise wheelchair cushions are manufactured per dealer specifications to specific user needs. Sunrise has no visibility into the end users' specific requirements. Therefore, determining the correct cushion along with cushion specifications lies with the dealer and not with sunrise medical. The dealers have assistive technology professionals (atps) or equivalent employed by their business and these atps are certified medical professionals that are responsible for working with the end user to measure and determine specific user needs. Therefore, specific complaints around the cushions not being of the right form, fit, or function for the end user are not due to product malfunctions, but are due to the dealer's atps not selecting the right form, fit, or function for the end users. This is a low-profile cushion and only appropriate for certain end users based on their ability to maintain skin health. Pressure sores (open wounds), if left medically untreated, can lead to serious injury. Therefore, out of an abundance of caution, sunrise medical typically considers pressure sores (regardless of the severity of injury suffered in a specific incident) reportable events. Discussion: in reviewing the complaint of "bottoming out," there are numerous potential root causes, including, among others: weight of end user exceeds maximum weight capacity (user weight is unknown); fluid has leaked from internal chambers due to puncture (condition of cushion is not reported); cushion has been left by end user in inappropriate environmental conditions; or cushion ordered for end user is inappropriate / insufficient for end-user needs (dealer did not reveal end user's medical condition and did not indicate whether they had checked that the cushion was sufficient for the end user's needs[?] Avoiding bottoming out). The cushion has not been returned to sunrise medical for evaluation. Due to potential for contamination issues, cushions are typically not returned for evaluation to sunrise. Therefore, dealer evaluation is the only inspection that is performed. Conclusion: a root cause for the issue of "bottoming out" could not be determined with available information. Due to the possibility of malfunction and the allegation of related pressure sores, which could become serious if any malfunction were to recur, out of an abundance of caution, this MDR is being filed.

Event description:
Dealer states that wheelchair cushion is "bottoming out" and causing pressure sores.